Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise, oversensing and brady pacing not delivered when required observations. Code 3191 used for the additional intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited noise, oversensing and pacing inhibition with no asystole on the right atrial (ra) lead. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.